Event description:
Hill-rom received a report from the account stating that the bed exit was not alarming. The bed was located at the account in room 407. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The hill-rom tech found the tape switch not working correctly from wear and tear causing the bed exit not to work. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2007 and 2009-2014. It is unk if the facility performed any other preventative maintenance on this bed. The hill-rom tech replaced bed exit tape switch to resolve the issue. Based on this info, no further action is required.